Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic anterior resection procedure, while being applied for bowel resection, the reload in conjunction with the stapling device, was unable to be fired even when the green button was pressed, the jaws locked on tissue and was removed by releasing the handle. No patient injury.